Manufacturer narrative:
(B)(4). Date sent: 08/22/2016. (B)(4). The analysis found that the ec60a device was received in good visual condition and with a ecr60w cartridge loaded on the device; the reload was returned fully fired. In addition, a ecr60w cartridge (b) was received fully fired and with the cartridge pan detached from the cartridge. The device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a duodenopancreatectomy procedure, the device could not fire on the first firing using a white cartridge. Another white cartridge was then loaded and the device still would not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.